Event description:
It was reported that the customer received an occlusion alarm and found the insulin had gelled at the luer lock. The customer's blood glucose level was over 600 mg/dl. The customer administered an injection of insulin and reverted to a back up method to manage the diabetes.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.